Event description:
1. Please confirm the date of this revision (1st subsidence case). Saturday (B)(6) 2021. 2. Were there any adverse patient consequences and/or product deficiency allegations? Unsure, revision surgery required though. 3. Please provide the correct product/lot numbers pertaining to this case. Ref: 150611004, lot: 9751168. Ref: 151650608, lot: 8595648. 4. Are the products related to this subsidence case available for return? No, all implants explanted were sent to (B)(6). 5. Did the surgeon identify the cause of the subsidence? No. 6. Affected side involved? Left. 7. Date of primary surgery? (B)(6) 2021. 8. Was there a surgical delay during the revision surgery? If yes, what is the duration of the delay? No.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3 attune cementless tibial base plates have failed, 2 early and 1 late failure. Surgeon has revised one already and will revise the other 2 on the 16th october. Surgeon said that one case had loosened and 2 had subsided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot (B)(4). The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Patient had tibial only revision due to subsidence/loosening on (B)(6). 2021.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2021-22982 is being retracted since it was found to be a duplicate of MFR# 1818910-2021-21025.1818910-2021-21025 will be kept for investigation purposes.